Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Additional product(s) in device system: model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7020118. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an interruption of therapy resulting in a worsening of their parkinsons disease motor symptoms and it was identified that there were several high impedance readings on the left and right-sided contacts. Therefore, the patient was hospitalized and underwent a surgical exploration procedure of the dbs system during which the physician experienced difficulty disconnecting one of the lead extensions from the implantable pulse generator (ipg). During the extraction attempts, one of the lead extensions became fractured and detached from the ipg rendering the ipg unusable. Therefore, the ipg and lead extension were replaced during the procedure. The patient has fully recovered postoperatively and the high impedance readings resolved.